Event description:
The customer reported to olympus, the camera head had a yellow halo in the image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a yellow hallo in the image due to a faulty cable. The device evaluation found no other device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the yellow halo in the image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was not determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The events can be detected and prevented in accordance with the following sections of the instructions for use:¿ ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that during preparation for a cystoscopy diagnostic procedure, the camera head displayed a yellow halo in the image. The intended procedure was completed without delay. There were no reports of patient harm associated with this event.